Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ right pelvic pain") and genital haemorrhage ("heavy bleeding") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic adhesions ("pelvic adhesions"), endometriosis ("endometriosis"), abdominal pain ("severe and constant abdominal pain"), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menorrhagia ("bleeding were so heavy during her menstrual period / heavy menses"), dermatitis contact ("she also reported contact dermatitis from metal") with skin irritation and swelling, bone pain ("right, lower quadrant pelvic tenderness"), alopecia ("hair loss"), anaemia ("anemia"), fatigue ("fatigue") and pyrexia ("fever"). The patient was treated with surgery (bilateral salpingectomy and removal of the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pelvic adhesions, endometriosis, abdominal pain, menometrorrhagia, dysmenorrhoea, dyspareunia, menorrhagia, dermatitis contact, bone pain, alopecia, anaemia, fatigue and pyrexia was resolving and the genital haemorrhage had not resolved. The reporter considered abdominal pain, alopecia, anaemia, bone pain, dermatitis contact, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic adhesions, pelvic pain and pyrexia to be related to essure. The reporter commented: he was assessed with menorrhagia and pelvic pain and prescribed medication. She was assessed with menorrhagia and pelvic pain, and told to follow up with a diagnostic laparoscopy. Diagnostic results: she underwent a pelvic ultrasound to evaluate her symptoms. The operative report noted that the right essure coil was in the cornua and the left essure coil was at the cornua. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ right pelvic pain/worseining of pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding/worsening of abnormal bleeding"), pelvic adhesions ("pelvic adhesions"), endometriosis ("endometriosis"), abdominal pain ("severe and constant abdominal pain"), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menorrhagia ("bleeding were so heavy during her menstrual period / heavy menses"), dermatitis contact ("she also reported contact dermatitis from metal") with skin irritation and swelling, bone pain ("right, lower quadrant pelvic tenderness"), alopecia ("hair loss"), anaemia ("anemia"), fatigue ("fatigue"), pyrexia ("fever") and hypersensitivity ("allergy symptoms"). The patient was treated with surgery (bilateral salpingectomy and removal of the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pelvic adhesions, endometriosis, abdominal pain, menometrorrhagia, dysmenorrhoea, dyspareunia, menorrhagia, dermatitis contact, bone pain, alopecia, anaemia, fatigue and pyrexia was resolving, the genital haemorrhage had not resolved and the hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, bone pain, dermatitis contact, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, hypersensitivity, menometrorrhagia, menorrhagia, pelvic adhesions, pelvic pain and pyrexia to be related to essure. The reporter commented: he was assessed with menorrhagia and pelvic pain and prescribed medication. She was assessed with menorrhagia and pelvic pain, and told to follow up with a diagnostic laparoscopy. Diagnostic results: she underwent a pelvic ultrasound to evaluate her symptoms. The operative report noted that the right essure coil was in the cornua and the left essure coil was at the cornua. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Event "allergy symptoms were added. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ right pelvic pain/worsening of pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding/worsening of abnormal bleeding"), pelvic adhesions ("pelvic adhesions"), endometriosis ("endometriosis"), abdominal pain ("severe and constant abdominal pain"), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menorrhagia ("bleeding were so heavy during her menstrual period / heavy menses"), dermatitis contact ("she also reported contact dermatitis from metal") with skin irritation and swelling, bone pain ("right, lower quadrant pelvic tenderness"), alopecia ("hair loss"), anaemia ("anemia"), fatigue ("fatigue"), pyrexia ("fever") and hypersensitivity ("allergy symptoms"). The patient was treated with surgery (bilateral salpingectomy and removal of the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pelvic adhesions, endometriosis, abdominal pain, menometrorrhagia, dysmenorrhoea, dyspareunia, menorrhagia, dermatitis contact, bone pain, alopecia, anaemia, fatigue and pyrexia was resolving, the genital haemorrhage had not resolved and the hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, bone pain, dermatitis contact, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, hypersensitivity, menometrorrhagia, menorrhagia, pelvic adhesions, pelvic pain and pyrexia to be related to essure. No further causality assessment were provided for the product. The reporter commented: he was assessed with menorrhagia and pelvic pain and prescribed medication. She was assessed with menorrhagia and pelvic pain, and told to follow up with a diagnostic laparoscopy. Diagnostic results: she underwent a pelvic ultrasound to evaluate her symptoms. The operative report noted that the right essure coil was in the cornua and the left essure coil was at the cornua. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('in the container are two pieces of silver colored metal coil.') And pelvic pain ('pelvic pain/ right pelvic pain/worsening of pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy test urine negative, pelvic pain female, multiparous, multi gravida and parity 2. She underwent a pelvic ultrasound to evaluate her symptoms. The operative report noted that the right essure coil was in the cornua and the left essure coil was at the cornua. Previously administered products included for an unreported indication: valium, ibuprofen and vicodin. Family history included ovarian cancer, hypertension and diabetes. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/worsening of abnormal bleeding"), pelvic adhesions ("pelvic adhesions"), endometriosis ("endometriosis"), abdominal pain ("severe and constant abdominal pain"), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), heavy menstrual bleeding ("bleeding were so heavy during her menstrual period / heavy menses"), dermatitis contact ("she also reported contact dermatitis from metal") with skin irritation and swelling, bone pain ("right, lower quadrant pelvic tenderness"), alopecia ("hair loss"), anaemia ("anemia"), fatigue ("fatigue"), pyrexia ("fever") and hypersensitivity ("allergy symptoms"). The patient was treated with surgery (bilateral salpingectomy and removal of the essure). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage and hypersensitivity outcome was unknown, the pelvic pain, pelvic adhesions, endometriosis, abdominal pain, menometrorrhagia, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, dermatitis contact, bone pain, alopecia, anaemia, fatigue and pyrexia was resolving and the genital haemorrhage had not resolved. The reporter considered abdominal pain, alopecia, anaemia, bone pain, dermatitis contact, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, menometrorrhagia, pelvic adhesions, pelvic pain and pyrexia to be related to essure. No further causality assessment were provided for the product. The reporter commented: she was assessed with menorrhagia and pelvic pain and prescribed medication. She was assessed with menorrhagia and pelvic pain, and told to follow up with a diagnostic laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirming proper position and occlusion tubes.. Pathology test - on (B)(6) 2014: gross description: a. Right fallopian tube and coil: the specimen consists of three fragments of purple-pink fallopian tubes with an aggregate length of 6.0 cm each with an average diameter of 0.5 cm. Also in the container are two pieces of silver colored metal coil. One of these is 8.5 cm in length with an average diameter of less than 0.1 cm and the other is 2.3 cm in length with a diameter of 0.2 cm. The fallopian tube is serially sectioned to reveal no gross abnormalities. B. Left fallopian tube and coil: the specimen consists of a single purple intact fallopian tube that measures 7.0 cm with an average diameter of 0.6 cm and two pieces of silver colored metal coil. The first measures 9.7 cm in length and less than 0.1 cm in diameter. The other measures 3.2 cm in length and 0.2 cm in diameter. The fallopian tube is serially sectioned revealing no gross abnormalities.. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2021: medical record received: event 'in the container are two pieces of silver colored metal coil'. Medical history, patient's date of birth, lab data, reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('in the container are two pieces of silver colored metal coil.') And pelvic pain ('pelvic pain/ right pelvic pain/"worsening" of pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy test urine negative, pelvic pain female, multiparous, multi gravida and parity 2. She underwent a pelvic ultrasound to evaluate her symptoms. The operative report noted that the right essure coil was in the cornua and the left essure coil was at the cornua. Previously administered products included for an unreported indication: valium, ibuprofen and vicodin. Family history included ovarian cancer, hypertension and diabetes. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/"worsening" of abnormal bleeding"), pelvic adhesions ("pelvic adhesions"), endometriosis ("endometriosis"), abdominal pain ("severe and constant abdominal pain"), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), heavy menstrual bleeding ("bleeding were so heavy during her menstrual period / heavy menses"), dermatitis contact ("she also reported contact dermatitis from metal") with skin irritation and swelling, bone pain ("right, lower quadrant pelvic tenderness"), alopecia ("hair loss"), anaemia ("anemia"), fatigue ("fatigue"), pyrexia ("fever") and hypersensitivity ("allergy symptoms"). The patient was treated with surgery (bilateral salpingectomy and removal of the essure). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage and hypersensitivity outcome was unknown, the pelvic pain, pelvic adhesions, endometriosis, abdominal pain, menometrorrhagia, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, dermatitis contact, bone pain, alopecia, anaemia, fatigue and pyrexia was resolving and the genital haemorrhage had not resolved. The reporter considered abdominal pain, alopecia, anaemia, bone pain, dermatitis contact, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, menometrorrhagia, pelvic adhesions, pelvic pain and pyrexia to be related to essure. No further causality assessment were provided for the product. The reporter commented: she was assessed with menorrhagia and pelvic pain and prescribed medication. She was assessed with menorrhagia and pelvic pain, and told to follow up with a diagnostic laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirming proper position and occlusion tubes.. Pathology test - on (B)(6) 2014: gross description: a. Right fallopian tube and coil: the specimen consists of three fragments of purple-pink fallopian tubes with an aggregate length of 6.0 cm each with an average diameter of 0.5 cm. Also in the container are two pieces of silver colored metal coil. One of these is 8.5 cm in length with an average diameter of less than 0.1 cm and the other is 2.3 cm in length with a diameter of 0.2 cm. The fallopian tube is serially sectioned to reveal no gross abnormalities. B. Left fallopian tube and coil: the specimen consists of a single purple intact fallopian tube that measures 7.0 cm with an average diameter of 0.6 cm and two pieces of silver colored metal coil. The first measures 9.7 cm in length and less than 0.1 cm in diameter. The other measures 3.2 cm in length and 0.2 cm in diameter. The fallopian tube is serially sectioned revealing no gross abnormalities.. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record: device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.